Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected> pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient presented to the ed on december 9th with multiple shocks and symptoms and is currently stable following medication initiation. The patient was found to be in ventricular tachycardia (vt) below the rate cutoff zone and was successfully externally shocked back into sinus rhythm. The device delivered several anti-tachycardia pacing (atp) and shocks that were not successful. Additionally, the device was explanted and replaced due to therapy upgrade.

Event description:
It was reported that the patient presented to the ed on december 9th with multiple shocks and symptoms and is currently stable following medication initiation. The patient was found to be in ventricular tachycardia (vt) below the rate cutoff zone and was successfully externally shocked back into sinus rhythm. The device delivered several anti-tachycardia pacing (atp) and shocks that were not successful.